Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 29 cm from the is-1 pin. Only the proximal portion of the lead was returned. The is-1 terminal pin was separated from the terminal ring approximately 2 mm. Setscrew marks were noted on all terminals connectors indicating the lead was properly seated in the header of the chronic device.

Event description:
Boston scientific received information that during a routine change out procedure, it was noted that there was insulation damage to this lead. There was insulation damage at the terminal pin of the pace sense portion of the lead.. The lead was partially abandoned. A portion of the lead was returned for analysis. No adverse patient effects noted.